Event description:
Had to add oxygen at night only with CPAP unit. Noticed a layer of gunk on filter even after changing it. Infection in my eyes, sinuses, headache. I need another unit. As you know you cannot sleep when you don't have a CPAP. What am I to do? The one I was using is harmful. My email is (B)(6). FDA safety report ID# (B)(4).